Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator had gone into backup mode following an magnetic resonance imaging (MRI) scan in which device procedure wasn't followed. There was no defib therapy enabled during backup mode. The device was restored successfully. The patient was stable and asymptomatic.